Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that his wife was having issues with the insulin pump. He reported that the customer was experiencing high blood glucose. The customer's blood glucose was 255 mg/dl at the time the issue was reported. The spouse reported that his wife's symptoms were fatigue, nausea, thirst, and vomiting. The spouse stated that his wife was treated with 2.5 units of insulin from the insulin pump. The spouse also stated that the doctor advised to call medtronic to make sure the insulin device was functioning properly. Nothing further reported.